Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the center hole was not cut round, but cut in an oval opening resulting in leakage and reduced wear time. There was no reported harm. No additional information or photograph was provided.